Event description:
The pt reported an elevated blood glucose reading of above 600 mg/dl with his typical range being 120-130 mg/dl. He stated, his readings have been elevated since late yesterday evening although he has been treating them by bolusing insulin through his infusion device. He said he also changed his infusion set and when he pulled out the headset, insulin emerged from the entry site and the cannula was slightly bent. He stated his blood glucose remained elevated after he changed his infusion set. During troubleshooting, the pt stated, he is using his stomach area for his site and he has a great deal of scar tissue there. Site placement was discussed with the pt and a guide to site management along with an insertion aid device and replacement product were sent to the pt. On follow up, the pt stated his blood glucose levels have been much better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.